Manufacturer narrative:
A field service engineer (fse) went to the customer site and replaced the power supply but was returned to the customer with limited restriction. Confirmation of the resolution of the auxiliary alarm supply failed alarm is pending. The investigation is ongoing.

Manufacturer narrative:
A field service engineer (fse) went to the customer site and attempted to resolve the issue by replacing the gas delivery system (gds). It was found that the reported issue continued despite the gds replacement, so the fse has determined that additional parts are required to resolve the device issue. The investigation is ongoing.

Manufacturer narrative:
On 22apr2024, the fse went to the customer site and completed a full performance verification test (pvt) and the device passed all the included tests according to the service manual. The device was returned to service without restrictions. The investigation concludes that no further action is required at this time

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a check vent: aux alarm supply failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the remote service engineer (rse) that 3 consecutive measurements of the auxiliary alarm power supply were less than 9.0 volts or greater than 11.0 volts. The rse the following troubleshooting steps: replace the motor controller (mc) printed circuit board assembly (pcba), replace the power management (pm) pcba, replace the power supply, and then replace the central processing unit (cpu) pcba. The customer was advised of the 4th generation pm pcba replacement being possible and it was determined that onsite service by a philips field service engineer (fse) was required. The customer has been provided with a quote for onsite service and replacement parts. Further service and device repair is pending the customer acceptance or rejection of the quote. In a good faith effort (gfe) response from the biomedical engineer (bme) received, it was clarified that the device use at the time of the event was outside of use. This investigation is ongoing.